Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed that at 3mm distal from the bicomponent weld, for a length of 1mm, the guidewire lumen was prolapsed and punctured. There was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded. Product analysis confirmed the reported event, as the guidewire lumen was punctured. Analysis could not confirm the reported crossing difficulties because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon ruptures occurred. The target lesion was located in the left circumflex artery (lcx) to the 2nd obtuse marginal branch. The proximal lcx was 90% stenosed and the distal lcx was 100% stenosed. The 2.25mm x 15mm emerge balloon catheter was advance for pre-dilation. When the balloon was inflated from 10-14 atmospheres (atm), the balloon ruptured at 14atm. Another of the same device encountered the same issue. The procedure was successfully completed with a 2.00mm x 15mm non-boston scientific balloon. There were no patient complications.

Event description:
It was reported that balloon ruptures occurred. The target lesion was located in the left circumflex artery (lcx) to the 2nd obtuse marginal branch. The proximal lcx was 90% stenosed and the distal lcx was 100% stenosed. The 2.25mm x 15mm emerge balloon catheter was advance for pre-dilation. When the balloon was inflated from 10-14 atm, the balloon ruptured at 14atm. Another of the same device encountered the same issue. The procedure was successfully completed with a 2.00mm x 15mm non-boston scientific balloon. There were no patient complications.